Event description:
It was reported that the device displayed a low battery voltage, without indicating elective replacement indicators (eri) and within a year of displaying acceptable voltages. The patient complained of not feeling well, including nausea, diaphoresis, and shakiness; this was felt to be related to a recent medication change. The battery voltage was determined to be related to a known measurement issue, and while the displayed voltage appears low, the device battery voltage is actually fine, and will appear as normal within a few hours. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - measuring problem: battery voltage measurement error.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.